Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and multiple back operations. Information was reported that the caller said the patient's neurostimulator is not functioning. He doesn't have any further detail. No further complications were reported. No additional patient symptoms were reported.